Event description:
Patient had cervical 3-cervical 4 anterior discectomy, cervical 4-cervical 5 vertebrectomy, cervical 5-cervical 6 discectomy and cervical 6-cervical 7 anterior cervical discectomy and fusion on (B)(6) 2025. On (B)(6) 2025 x-ray demonstrated corpectomy cage has collapsed, CT scan performed on (B)(6) 2025 confirms cage has collapsed. On (B)(6) 2025 patient underwent an anterior cervical hardware revision, posterior cervical 2-thoracic 2 cervical fusion.